Event description:
It was reported via repair work order that the lift was stuck in the mid-position due to damaged lift coupler. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the head end of the bed would not lower. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was reported that the head end of the bed would not lower. Supplemental submitted as the investigation concluded that the lift was stuck in the mid-position due to damaged lift coupler. Supplemental submitted with evaluation results.

Manufacturer narrative:
Conclusion: tech cancelled case.